Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to replace the pump with a new one, as it was still under warranty. They were advised to use alternate insulin delivery through multiple daily injections (mdi) to ensure continuous treatment. The customer was instructed on how to put the pump in storage mode and agreed to return the faulty pump within 10 days using a prepaid label.